Event description:
It was reported that the patient with this pacemaker experienced sharp pain the implant site. Technical services (ts) referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event field (b2) and date of event field (b3) in section b, adverse event/product problem.

Event description:
It was reported that the patient with this pacemaker experienced sharp pain at the implant site. Technical services (ts) referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicates that this pacemaker had a device checked and there was anti-tachycardia (at) or atrial fibrillation (af) episode which lasted two seconds.